Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a wrist surgery, the twinfix anchor broke at the junction of anchor and suture during insertion. The procedure was completed with a s+n back-up device. It is unknown if there was a delay. No patient complications were reported

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor specifications found that no burrs, cracks, or contamination are allowed. A certificate of conformance must be provided. Per complaint details, the anchor broke during insertion at the anchor/suture junction during a wrist surgery. Reportedly, the procedure was completed with a s+n back-up device. It is unknown if there was any surgical delay; however, no patient complications were reported. The patient impact beyond the reported device breakage and subsequent use of a backup device cannot be determined, although no patient injury/harm was reported. No further medical assessment can be rendered at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: corrected data h6 (health effect - impact code).